Manufacturer narrative:
Analysis unable to confirm needle complaint due to customer did not return needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating issues with damaged sensors. The patient's blood glucose was 22 mmol/l. The customer stated that there were two sensors that were damaged out of the box. The customer was sent two replacement insulin pump.